Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 1.8 mmol/l. Cause was not known. Customer consumed carbohydrates to address bg. No additional information was provided.